Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced multiple severe side effects i.e., night blindness, severe glare, foggy blurry vision, feel of a veil over eyes, depth perception problems, quiver feel in eyes, decrease in vision clarity. Additional information received in which consumer also stated that driving was treacherous from dusk to dark, car headlights look like huge blobs of lights with rings and starbursts without being able to determine if the light was single light or 2 headlights and cannot even determine if the vehicle is a motorcycle, car, pickup truck or semi-truck or if the vehicle is partially in the lane. The daytime driving was also affected, and cars are blurry as well as road signs. Consumer can¿t read the signs until almost next to them, and cannot read a license plate in front, unless consumer stopped in traffic or at a light. The consumer became anxious while driving. Even in the kitchen table the patient not able to see stove or microwave which is 15 feet away. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The patient was encouraged to speak to their eyecare provider regarding the problems they are having. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that patient vision was effected by the lens that was implanted.

Event description:
Additional information has been received stated that she continues to have issues with the lens. Experiencing glare issue at night driving and the sunlight is very bright. Her near vision has improved greatly and distance vision has improved little. No further information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that patient had a yag (yttrium aluminum garnet), but did not improve a vision, and feels that vision was getting worse, and the patient cannot go out at night. The patient was put on multiple drops with no relief. No further information available. Additional information has been received stating it was difficult to read street signs while driving, experiencing poor distance vision and states "quiver or jumpity" eyesight in peripheral vision with devastating halos which are bad at night and are even worse wen streets and pavements are wet with rain. As a result of this avoids driving at night due to problems with halo. Has to wear sunglasses to avoid the intensity of sunlight. Ended up with lifetime concentric circles, blurriness, starbursts, halos and glare around all lights more pronounced at dusk, dawn and darkness. In addition, intermediate (15-20ft.) And distance has been decreasing gradually and lately, have even noticed near vision was not as clear. Lifestyle has been drastically affected.